Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported the customer received a failed battery test alarm. Customer's blood glucose was 235 mg/dl. Troubleshooting found the customer's battery cap had discoloration where the battery comes in contact. A failled battery test alarm did not occur at the end of troubleshooting. Customer was advised to monitor their insulin pump. No additional information provided.